Event description:
It was reported that during a hemorrhoid procedure, stapler misfired (cut but not stapled). There were no patient consequences. No device will be returning.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. No device returning. Additional information: how was the case completed? The doctor had used suture to stop bleeding and thus complete the case. Did the surgeon hear a crunch? Yes, as per the surgeon the crunch sound had come. Where was the red indicator at in the staple height firing range window? The indicator was within the firing range window but at the same time surgeon had felt that it was hard for her to move the adjusting knob in clockwise direction. Was the device difficult to fire? Doctor has given a feedback that she had to use more power to fire the device. The device was not returned for analysis. However, there was a packaging lot number provided by the user facility. A DHR review was performed and no discrepancies were observed during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.